Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 78 mg/dl, 140 mg/dl, 77 mg/dl, and 80 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter indicated that he was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated that he would self-treat by eating carbohydrates. No other actions were reported taken or treatment received. A request was made for the return of the subject device, and replacement product was sent.